Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reports they have the ins implanted in the left buttocks to treat symptoms of irritable bowel syndrome. In the beginning it helped, but now it only helped some of the time. The patient had to wear diapers because sometimes they would start to go before making it to the bathroom. The patient had been getting up to go in the middle of the night but doesn't urinate as strongly as during the day and is starting to "tinkle before getting to the potty." The patient stated "that's besides the point" because "its not supposed to do the urine." The loss of therapeutic effect occurred about 3-5 months ago. Troubleshooting was unable to be performed as the patient preferred to only use external devices with the assistance of their daughter who was not present during the call. The patient had an upcoming appointment with their managing physician and would discuss therapy concerns at that time. Additional information was received from the patient. They reported that they spent some time in the hospital recently for surgery to place a ¿nail¿ in the hip following a fall. When the patient got home from the hospital, they noticed a change from experience constipation to fecal incontinence as well as urinary incontinence. Patient saw a manufacture representative at managing physician's office on november 4th and the rep adjusted it but it did absolutely nothing to improve symptoms. The patient has an appointment in december but expressed hesitation to do so because the doctor is currently traveling outside the country. Reviewed option to change programs. Patient indicated they will ask their daughter to assist with that tomorrow.